Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided photograph showed a leak from a segment on the tubing. The reported condition was verified. The cause of the condition could not be determined, however, the cause may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a large volume infusor leaked. The issue was identified before use. There was no patient involvement. No additional information is available.